Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported that the ventilator alarmed with da pcba adc reference failed vent inop occurrence. Vent inop is a high priority condition that precludes safe operation of the ventilator. A vent inop alarm displays on the screen, turns on remote alarm interfaces, and disables oxygen flow and blower operation. The customer reported there was no patient harm. Patient information requested.

Manufacturer narrative:
The data acquisition (da) pcba was returned for failure investigation. The da pcba was tested and no failures were identified.

Manufacturer narrative:
On (B)(4) 2017 the fse replaced the da - mc cable per (B)(4) to resolve this issue.